Event description:
The user facility reported a female of unknown age undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella easily passed through the introducer and anastomosis before stopping abruptly. All further attempts with and without a wire were determined unsuccessful due to patient anatomy and insertion was aborted. The patient expired in the or due to the length of time patient was on cardiopulmonary bypass and unrecoverable metabolic burden with no allegation of patient harm due to device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. An investigation was completed based on clinical details provided. No product defect was identified and root cause of failure to deliver was determined to be patient anatomy affecting the ability of the device to be placed. This report is being filed as part of a retrospective review of historical records.